Event description:
Boston scientific received information that during a competitor left ventricular (lv) lead revision procedure, it was observed that an old sponge (or a foreign material) was left in the pocket from a previous procedure. The lv lead was successfully revised and the pocket was reclosed. Approximately one week later, it was discovered that the patient had a pocket infection. The patient was then referred to another facility for a system extraction. All products were successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was sent to the hospital pathology department and has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.